Event description:
It was reported through a research article identifying the zeta stent that may be related to the following: stent fracture. Specific patient information is documented as unknown. Details are listed in the attached article, titled unzipping of small diameter stents: an in vitro study.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. Date of implant estimated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Based on the information reviewed, there is no indication of a product deficiency.